Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering/clogging the nozzle could not be identified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope had no air flow. The issue occurred during a diagnostic procedure. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle was clogged by foreign material.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no air/water flow due to foreign materials clogging the nozzle. After advanced diagnostic and removing the nozzle, the air/water flow was okay. Additionally, they have found a dent on the distal end plastic cover after removal of the nozzle. The glue on the bending section cover was cracked. There were tiny chips around the objective lens and light guide lenses caused a stain on the image. Angulation was reduced and the control knobs had play. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.